Manufacturer narrative:
H11: seventeen (17) actual samples were received for evaluation. Visual inspection of the sample¿s packages observed what appears to be moisture or condensation in the unopened package under the spike cap in 9 of the samples (no issues were observed in the other 8 returned samples). Further inspection and product research found that after opening, inspecting several of the products, and removing the cap from the spike, it was noted that there was residual clear grease type substance. Medical grade silicone is applied to the spike before placing the cap on, so what was found was slight residual silicone applied per proper assembly instructions and bill of materials. The reported issue of contamination or condensation was not verified on all the samples, as what was being observed is excess of the medical grade silicone applied to the spike, which aids in spiking the source ingredient(s). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that traces of humidity were observed in the sterile packaging of an exactamix non-vented, high-volume inlet. This was observed during unpacking, prior to patient use. There was no patient involvement. No additional information is available.